Manufacturer narrative:
Additional device product code: hrs. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #04.211.048s / lot #9257441. Please note, this DHR review is for sterilization procedure only 04.211.048s - 9257441 manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 25.nov.2014 . Expiry date: 01.nov.2024 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition for the non-sterile article and lot combination 04.211.048 - 7803757: manufacturing location: (B)(4) manufacturing date: 30-sep-2014 part #: 04.211.048, lot#: 7803757 (non-sterile) - 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 48mm. Quantity: 176 components reviewed: part no: 04.211.048.999, 2.8mm ti screw blank 48mm lot no: 7790746. Lot released to the blank storage on 04-sep-2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the removal surgery of the implants from the distal humerus was performed on (B)(6) 2017. When the surgeon tried to remove the locking screw 2.7mm, the screw was broken at below the screw-head. The shaft part of the screw in question was removed by using an extraction bolt. Per the surgeon, the patient had a very good bone quality, and that it was hard to remove the screw because the length of the screw was long (over 40mm) and the thread pitch was quite fine. The surgery was extended for 15 minutes. There was no patient harm, procedure was successfully completed and patient outcome iwas reported as ok. This complaint involves 1 part. Concomitant device: 1x unk extraction bolt this report is 1 of 1 for (B)(4).

Manufacturer narrative:
UDI: (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
04.211.048s with lot 9257441 / va lockscr ø2.7 head 2.4 self-tap l48 ta received and sent to manufacturing plant monument for investigation: as received condition of device: the head of screw is detached from the body of the screw. There is extensive damage on the screw threads along the shaft length. Per the complaint description ¿when the surgeon tried to remove the locking screw 2.7mm, the screw was broken at below the screw-head¿. The screw is broken into 2 pieces therefore visual examination agrees with the complainant¿s description of the complaint condition of " the screw was broken at below the screw-head" therefore this complaint is confirmed. The shaft thread profile could not be checked due to damage of break. Since all the relevant features could not be evaluated it is unknown if the cause of the complaint condition is a result of the manufacturing process. No manufacturing related issue was identified and/or confirmed, therefore review to the specific prm and prm line is not applicable. Exact root cause could not be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The plate is generally removed in (B)(6) once the bone fixation is confirmed. This was planned removal surgery.